Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in pts with uncontrolled hypertension.

Event description:
A 6f angio-seal vip was deployed in a right femoral puncture following a diagnostic procedure and hemostasis was achieved. A pre-deployment angiogram revealed no calcium at the site. Three days later, the pt called complaining of pain and discoloration. Pulses were absent, and an arterial ultrasound revealed a blockage distal to puncture site. Surgical intervention was required to remove the device, and the pt was stable post-operatively with pulses present.